Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a manufacture representative via a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the patient had a pump replacement surgery on (B)(6) 2017. It was noted the healthcare provider (hcp) decided to take the patient back to surgery on (B)(6) 2017, and asked the manufacture representative to bring product. The doctor noted that there was no need for a manufacture representative at the case. It was believed the intrathecal part of the catheter was replaced. It was noted the patient experienced withdrawal symptoms, but the exact symptoms were not known. It was noted the catheter portion was collected and was going to be sent back to the manufacture. It was noted the catheter information and refill date may change. The patient was still in the intensive care unit and intubated on (B)(6) 2017. It was noted the patient was doing a little better. Manufacture representative asked what the specific signs and symptoms were or the cause of the patient being in the ICU but was not known. Further information stated the hcp suspected a catheter issue but it was never confirmed. It was noted analysis was requested on the catheter. The pump replacement did not resolve the issue but the catheter revision last week resolved the issues. The cause of the catheter issue was undetermined. It was noted the issue resolved.